Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device shows no outward signs of any damage. The device was attached to a stopcock and when it was pulled apart the device remained connected. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the male luer connectors in the custom tubing pack were not attaching securely to the stopcock and the 3/8" connector prior to use. The luers were replaced. No patient complications have been reported as a result of this event. An additional device was returned to medtronic for analysis and the customer confirmed that both connectors were defective when they were setting up and they needed to be cut out of their circuit.